Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device, once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was not delivering the expected amount of oxygen. When set to 60, the ventilator was delivering 52%. There was no report of any patient involvement associated with this reported event.